Manufacturer narrative:
Lab testing results: did an overall visual inspection of the valve assembly and found that the upper spring hook is broken off of the brake. Installed the valve into a test unit and ran diagnostic test d2 several times. The unit passed the test each time. The broken brake can allow the valve to skip steps during normal operation which will cause a run diagnostic alarm with an e36 error code. The failure of this valve was caused by the broken brake.

Event description:
Hosp reports that while on pt, ventilator alarmed "run diagnostics". Ventilation was never stopped; however, staff immediately removed pt from ventilator and placed pt on back-up ventilator without incident.